Event description:
Boston scientific received information that this right ventricular (rv) lead and another manufacture's device displayed shock impedance measurements of 120-130 ohms. All other lead diagnostics were reported to have been good. The system will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.